Event description:
Information was received from a patient regarding an external device. The reason for call was patient had a ton of trouble lately trying to charge the implanted neurostimulator (ins). It was taking forever and patient kept getting a message to find the number between 0 and 87 and leave it there and wait 10 minutes. It took at least 12 hours at a time to charge. It also showed a message about low battery. The issue started a couple of weeks back. Patient saw the pain clinic doctor last week and the doctor connected patient with manufacturer¿s representative (rep) last week who said it was something with a trickle effect. Last night patient got system problem rm03. Patient also reported the recharger (rtm) was getting hot. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6): product type recharger analysis of the [recharger], model [97755 ], s/n (B)(6), revealed electrical failure - intermittent no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.